Event description:
It was reported that a user sought assistance entering dexcom g7 continuous glucose monitoring data into an ilet system, and pairing failed on the ilet due to an incorrect pairing code; troubleshooting and education were provided, and no alerts or alarms occurred. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or care. Investigation included customer troubleshooting and user education focused on pairing steps. Investigation of this case revealed an incorrect pairing code as the likely cause of the failed connection between the dexcom g7 and the ilet, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.